Manufacturer narrative:
This MDR is being reported under exemption number e2015052 and is part of the 227 pilot program. The reported event involved an automated clinical chemistry device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. A field representative went onsite to evaluate the device and found the sample probe picked up some gel which was affecting other samples. Further investigation by the manufacturer confirmed the field representative findings were the cause for the event. Based on the provided data, the investigation determined there was a mis-sampling due to poor sample quality. No systemic issue with the device was identified during the investigation of this event.

Event description:
This report summarizes 1 malfunction event where erroneous results were generated by the cobas 8000 ise analyzer. There were 10 erroneous results for ion selective electrode (ise) sodium, eight erroneous results for ion selective electrode (ise) potassium, and one erroneous result for ion selective electrode (ise) chloride for a total of 10 patients the patients' ages, genders, and weights were requested, but were not provided. There was no reported injury or death. The event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to public health.